Event description:
Event description guidant received information that this right ventricular lead was exhibiting loss of capture. Therefore, a lead revision was performed. However, the lead was damaged during the procedure and was subsequently explanted. Additionally, the pacemaker was electively explanted during this procedure as it is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. A new lead and pacemaker were implanted without further incident.